Event description:
It was reported that a solution or blood administration set had a leak in the tubing. It is unspecified what step of the process this occurred at. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified a cut in the tubing. The reported issue was verified. The cause of the condition was determined to be a manufacturing issue. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.